Event description:
It was reported that during preparation of an unspecified gastro-intestinal (gi) procedure, tracking difficulties and a premature stent deployment occurred. The lesion was located in the common bile duct (cbd). An unspecified guide wire was placed. Upon loading the rx wallstent biliary 8mm x 60mm stent delivery system (sds) onto the guide wire, the guide wire was unable to exit from the guide wire access port. "Because of the condition [of the device], the physician had to peel the port" in order to allow the guide wire to advance through the access port. Upon inspection of the device, the physician "accidentally deployed the stent". A different device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".